Event description:
It was reported to boston scientific corporation a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure. Patient age, weight, and gender were not provided by the user facility. According to the complainant, during the procedure, the physician was able to advance, open and close the clip. The clip would not deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition was reported to be okay.

Manufacturer narrative:
The suspect device has been received; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.